Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer alleged the insulin pump for under delivery. The customer also mentioned that they were hospitalized on (B)(6) 2019 due to high blood glucose level of 27 mmol/l and was treated with intravenous drip. The customer¿s other reported blood glucose level was 22 mmol/l. The customer did not mention any symptom related to high blood glucose level. The customer declined to test the insulin pump. The reservoir will not be returned for analysis.